Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The unit was inspected and the calibration sticker on the bottom of the pump indicates it is not overdue for calibration. The pump was visually inspected for any signs of damage such as scratches, or corrosion due to contamination; none were seen. The pump was powered on and checked for any error messages; none were seen. A hand pressure gauge was used to check the accuracy of the pump. The pump read all values within specification. A cassette tube set was inserted into the pump with a water source, shaver, and a joint test fixture with pressure sensor transducer connected. Then pump was allowed to run for several minutes and was able to maintain the set pressure when the suction outflow valve on the shaver was set open, half way, and closed. Functional test were performed and passed. The pump was opened to see if there were any damage components to the boards. A scratch was found touching a trace on the main board. No red lights on the main board were seen. The probable root cause(s) for the reported failure mode could be do to: calibration, pressure sensor, roller wheel, pcb board, pump height, joint height, the stop cock valves were closed off, or tubing was kinked. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pressure of the unit was too high.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the pressure of the unit was too high.